Event description:
Alleges the consumer attempted to utilize a ramp with her scooter. The scooter allegedly malfunctioned and caused her to allegedly be thrown from the unit.

Event description:
Alleges the consumer attempted to utilize a ramp with her scooter. The scooter allegedly malfunctioned and caused her to allegedly be thrown from the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.